Event description:
The customer reported via phone call that they had a battery out limit alarm on the insulin pump. Customer stated they changed the battery, but the alarm persisted. The customer's blood glucose was 126 mg/dl. Customer stated they were attempting to deliver a bolus when the alarm occurred. Customer stated they were unable to clear the alarm. The customer stated the battery was out of the insulin pump for a longer duration than allowed. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.